Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 012) issue. Reportedly, the pump emitted multiple call service 012 alarms. The reporter did not provide information as to what pump function was being performed at the time the alarms occurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 02/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/17/2015 with the following findings: there were no ¿cs012¿ alarms observed. There were however, consecutive ¿cs054/cs052¿ alarms observed in the black box. The returned battery cap and test cartridge cap were used to complete the investigation. During evaluation, there were no ¿cs012¿ alarms or any errors, alarms or warnings that occurred during the investigation. The pump¿s cover was removed and there were no intermittent conditions found to the pcb or to the cgm module. The product performed within specification and the reported ¿cs012¿ complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.